Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop wire of the suspect medical device broke off inside the pt after activating the high-frequency output of the ues-40s electrosurgical generator. No fragments/parts remained inside the pt as they were reportedly retrieved by unspecified instrument. The intended procedure was subsequently completed by using another similar device and there was no report about an adverse event or pt injury.

Manufacturer narrative:
The suspect medical device was not returned to the MFR for eval/investigation but to olympus medical systems corp (omsc), (B)(4). Eval found the hf resection electrode with a completely broken off/detached loop wire which was also provided. There are clearly visible burn marks at the wire ends and the partially melted insulation of the fork tubes. Furthermore, the loop wire is considerably bent/deformed. Causal for these damages and the subsequent breakage of the platin-iridium wire is mechanical overload by the application of excessive force. As clearly stated as a warning note in the instructions, the user must not bend the distal end/tip of the hf resection electrode as bending may damage the device, leading to sparkover with subsequent electrical, mechanical and thermal injury of the pt and/or unintended nerve stimulation. The user apparently did not follow these instructions as the damages of the hf resection electrode with the subsequent breakage of the platin-iridium wire were caused by mechanical overload by the application of excessive force. Therefore, this incident was attributed to abnormal use/off-label use. The case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.